Manufacturer narrative:
Investigation: investigation summary: on examination of the supplied photograph it appears that it is not the stop tabs that are bent but the latch fingers. One sample was provided to bd medical for analysis. Bhr was performed including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels and were manufactured and released according to applicable procedures and specifications. Investigation conclusion: there are two points on the assembly line where 100% automated inspection would have rejected the device with the bent fingers ¿ one is stationed prior to the loading of the guard to the main line and the other is the final inspection. Therefore whilst bdm-ps was able to confirm the symptom reported by the customer, this symptom could not be correlated with a potential cause linked to the bd process. Root cause description: there are two points on the assembly line where 100% automated inspection would have rejected the device with the bent fingers ¿ one is stationed prior to the loading of the guard to the main line and the other is the final inspection. Each device is placed into a purpose designed tray in order to ensure no damage occurs during transport. Therefore whilst bdm-ps was able to confirm the symptom reported by the customer, this symptom could not be correlated with a potential cause linked to the bd process.

Event description:
It was reported that the safety on a bd ultrasafe¿ plus x100l png clear would not activate before use. No injury or medical intervention.